Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing. A re-programming recommendation was made, the lead remains in use and no patient complications have been reported as a result of this event.